Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. We did only receive the apical implant fragment which is about 9 mm long. No material failure was found during investigation of the fracture surface under the light microscope. We know from other implant fracture cases that there is always a bone loss or disintegration of the implant prior to the fracture. The bone loss is also marked on the complaint form. This disintegration leads to a prolongation of the lever arm of the occlusal forces.

Event description:
It was reported that a patient experienced a dental implant loss.